Event description:
A healthcare professional reported that during the cataract surgery with intraocular lens (iol) implantation procedure, the lens was broken and trapped in the cartridge. The surgery was carried out with another lens without any problem and the patient was well. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was not returned for analysis. Only the empty lens case was returned in the carton. The packaging inserts and the open peel pouch were not returned. There is no damage observed to the lens case or the locking arm mechanism. The lens case functions as intended. No associated products were returned for evaluation. Product history records were reviewed, and documentation indicated the product met release criteria. Two viscoelastics were indicated, only one is qualified for this lens with the qualified monarch combination. It is unknown which viscoelastic was used. The associated cartridge and handpiece information was not provided. The root cause could not be determined for the reported complaint. Neither the intraocular lens (iol) or the delivery system were returned. Only the empty lens case was returned in the carton. Not enough information was provided to determine if a qualified cartridge and handpiece were used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instructions for use (IFU) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in delivery issues and or damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The manufacturer internal reference number is: (B)(4).